Event description:
Procedure performed: heart procedure. Event description: cracked trocar. Additional information provided by applied medical representative on 16may2025 via email: date of occurrence: (B)(6) 2025. Procedure: heart procedure. Patient status: good. Issue description: crack was at the tip of the sleeve. Product return: product is available for return. Requested action: credit requested. Additional info: a more detailed description has been requested from the circulating nurse; awaiting response. Patient status: good. No patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cracked cannula tip. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records, and no relevant documentations were identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: heart procedure. Event description: cracked trocar. Additional information provided by applied medical representative on 16may2025 via email: date of occurrence: (B)(6) 2025. Procedure: heart procedure. Patient status: good. Issue description: crack was at the tip of the sleeve. Product return: product is available for return. Requested action: credit requested. Additional info: a more detailed description has been requested from the circulating nurse; awaiting response. Patient status: good. No patient injury.